Event description:
Medtronic received information that during removal of this temporary pacing wire, the "fixed part (spiral)" detached from the electrode and was left in the body. It was stated that this was confirmed via computed tomography (CT). No intervention or adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon receipt of the suspect complaint device at medtronic's quality laboratory, analysis confirms the fracture of the inner conductor wire at the proximal edge of the small distal electrode. The lead received extra handling as there was a knot on the lead body. No electrical verification was performed as only a section of the fractured product is available. Updated d9 updated h3 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.